Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) channel when in unipolar configuration. Initially there was concern over a ra lead fracture. Boston scientific technical services (ts) was consulted and suggested programming options. Several weeks later another review by ts of the electrogram (egm) found noise on the ra channel from the minute ventilation feature on the pacemaker. There was also myopotential oversensing of noise even though the lead was programmed bipolar for sensing. Ts found an inappropriately stored atrial tachy response (atr) episode from six months earlier showing noise on both the ra and rv leads. Ts noted concern over possible lead on lead contact. Ts also observed variable ra lead impedance measurements that remained in range. Ts suggested further troubleshooting. Almost two months later a revision procedure was performed due to the noise and pacemaker being at end of life (eol) battery status. During the procedure the noise and lead impedance measurement variability were unable to be reproduced with lead testing, thus the ra and rv leads remained in service with the new device. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) channel when in unipolar configuration. Initially there was concern over a ra lead fracture. Boston scientific technical services (ts) was consulted and suggested programming options. Several weeks later another review by ts of the electrogram (egm) found noise on the ra channel from the minute ventilation feature on the pacemaker. There was also myopotential oversensing of noise even though the lead was programmed bipolar for sensing. Ts found an inappropriately stored atrial tachy response (atr) episode from six months earlier showing noise on both the ra and rv leads. Ts noted concern over possible lead on lead contact. Ts also observed variable ra lead impedance measurements that remained in range. Ts suggested further troubleshooting. Almost two months later a revision procedure was performed due to the noise and pacemaker being at end of life (eol) battery status. During the procedure the noise and lead impedance measurement variability were unable to be reproduced with lead testing, thus the ra and rv leads remained in service with the new device. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.